Event description:
It was reported when using the pyxis medstation es system t09_aux 7-a1 cubie pocket containing albuterol sulfate inhalation solution was not detected on the communication bus. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was not detected on the communication bus. A field service engineer replaced the pyxibus module controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.